Event description:
It was reported that during an unk procedure, steady tone during an unk procedure. It was not noted how the case was completed. There was no pt consequence.

Manufacturer narrative:
Blade damage cracked tip. Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that when attempting to activate device a and device b on a generator, a solid tone was received. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blades. This failure was caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure beteen the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The batch record was reviewed and no anomalies were noted during the mfg process.